Manufacturer narrative:
Report number 1038671-2023-00395 for revision referenced in spring 2017. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, in spring 2017, underwent a revision surgery on his right knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. In fall 2022, approximately 5 years post revision procedure, plaintiff underwent a revision surgery on his right knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Report number: 1038671-2024-04444. A2: corrected the following: date of birth. A3: corrected the following: gender. B1: corrected the following: type of report. D1/d2b: corrected the following: brand name, common device name. D4: corrected the following: catalog number, expiration date, serial number, unique identifier (UDI) #. D6b: corrected the following: if explanted, give date. G1: corrected the following: reporting contact name prefix/title (dr., mrs., etc.), reporting contact first name, reporting contact last name. G1: added the following: reporting contact address line 1, reporting contact us city, reporting contact state (select from FDA approved list), reporting contact us zip code (B)(6) or foreign, postal code (10 digits), reporting contact country (select from FDA approved list). G3/4: corrected the following: PMA/510(k)number. H4: corrected the following: device manufacture date. H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly